Event description:
It was reported that the left ventricular lead dislodged. It was noted that the lead exhibited failure to capture and extra cardiac stimulation. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.